Manufacturer narrative:
The user facility contact indicated that they were implementing a plan to follow the manufacturer's recommendations for reprocessing of endoscopes. Olympus has followed-up with the user facility to gather additional information regarding the reported event, and to offer in-service training regarding the appropriate reprocessing of endoscopes, however, the user facility has not yet responded. The device referenced was not returned to olympus for evaluation. Based upon the information provided by the user facility, the cause of the phenomenon appears to be failure to reprocess the devices in accordance with the directions for use. Olympus will continue to follow-up with the user facility to provide assistance. If additional and significant information becomes available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed by the user facility that the subject device had never been completely submerged into cleaning solution during reprocessing. Only the flexible portion of the endoscope was said to be reprocessed in disinfectant solution. There were no report of infection or cross contamination.